Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery with two proglide devices using the preclose technique prior a thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6f. Reportedly, when the plunger was retracted an anterior cuff miss occurred with the two proglide devices. Two additional proglide sutures were successfully placed using the preclose technique. The sheath was upsized to 18f and the taa procedure was completed. Hemostasis was achieved using the pre-placed sutures of the proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue (anterior needle disengaged from the cuff) was observed. The difference between the failure modes is often not discernable to the user. In addition the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.